Manufacturer narrative:
Date of event: unknown. Investigation summary: customer returned (75) 1/2ml, 10mm, 27g bd allergy syringes in sealed trays from lot # 9207567. Customer states that the syringes pull serum with no problem, but when inserted into the skin, the syringe is horrendously difficult to inject. Thirty out of 75 returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 9207567. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 3 bd¿ allergy syringes had difficult plunger movement while trying to inject medication. The following information was provided by the initial reporter: "the reporter stated the syringes pull serum with no problem, but when inserted into the skin, the syringe is horrendously difficult to inject. It will inject fine if not inserted into the skin (onto gauze or a cotton ball). Tried several syringes (3-4) and encountered the same issue."